Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder and air/water channel of the videoscope. Based on the results of the investigation, the probable root cause is failure to follow instructions. A white foreign material was detected by incoming inspection. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the air/water cylinder and air/water channel of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated primary UDI number. Updated fields: d4, h11. Corrected fields: a2, d4, g4, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.